Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during procedure performed for hemostasis of bleeding gastric ulcer. According to the complainant, the physician placed the device down the scope and was unable to flush the catheter. The physician then attempted to use the injection gold probe device to cauterize, but it also failed. The device was removed, and an new injection needle and a separate gold probe device was used to complete the procedure without further difficulty. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during procedure performed for hemostasis of bleeding gastric ulcer. According to the complainant, the physician placed the device down the scope and was unable to flush the catheter. The physician then attempted to use the injection gold probe device to cauterize, but it also failed. The device was removed, and an new injection needle and a separate gold probe device was used to complete the procedure without further difficulty. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation tests; the device met specification in both cases. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4). Device (B)(4) relates to (B)(4) for the reported event: system fails to deliver energy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.